Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found a haptic broken to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; 13.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2023 the lens was explanted. On this same date in a separate surgery a replacement lens of the same length but different power was implanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).